Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer was unable to be calibrated. During analysis the programmer stylus operated properly. It was also indicated that the programmer had software errors and the keyboard was broken. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to be calibrated. The programmer was returned for service. There was no patient involvement.